Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of rv that inhibited pacing due to possible myopotentials were observed. Device was interrogated and sensing, threshold and impedance were normal. The oversensing was noted only when patient coughed and produced myopotentials and inhibited pacing causing a pause for few seconds. Programming changes were discussed and were made to resolve the issue, and no pauses were noted. The patient was stable.